Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms for six weeks leading up to the call. Blood glucose level at the time of the incident was not provided. The customer reported that he changed the infusion set and reservoir if necessary in order to resolve the alarms. Troubleshooting could not be performed as these were past events. The customer was advised that the infusion set and reservoir would be replaeced but will not return the products for analysis.